Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and one picture was received for evaluation. Visual and functional testing was performed. Visual inspection found no damaged, kink, cut that could cause the failure mode reported. Functional testing found the sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. When sample tested with returned extension set (complaint number (B)(4), the high pressure alarm went off, the fluid did not pass through the filter. The functional testing using only the cassette sample don't present the issues reported. The root cause and actions taken will be determined in the extension set complaint number (B)(4). This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the patient was priming the cassette a "high pressure" alarm frequently went off. The user reloaded the batteries and restarted the pump, but the alarm persisted. The alarm was issued when the cassette was changed to another new one. The disposable supplies were inspected and no visible obstruction part could be visually confirmed. No patient injury was reported. .